Event description:
It was reported that the volume of the helium tank could not be detected and after checking the regulator assembly, helium was found at default.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.